Manufacturer narrative:
The reported events were inadequate capture, noise, and a helix mechanism issue. Final analysis indicates that as received, a complete lead was returned for analysis. The reported events of inadequate capture, and noise were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The cause of the reported event was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high capture threshold, was oversensing noise and the helix failed to extend. The rv lead was removed and replaced. The patient was in stable condition throughout.